Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the infusion set accidentally ripped out of the customer's body and caused the insulin pump to fall. The insulin pump landed on the floor. When they attempted to change the infusion set and reservoir and attempted to rewind, the act button was unresponsive. The buttons on the insulin pump were unresponsive and the customer received a button error alarm. The drive support cap was sticking out. Customer's blood glucose level was 11.7 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.